Event description:
Initial report: on april 08, 2025, ndi's sphere distributor, amplitude, received a complaint from (B)(6) hospital in france, alleging that ndi's sensors (spheres) returned a strobe-like image to their tracking system, thereby making it impossible to validate the various navigation phases. Due to this issue, the surgical team determined that it was impossible to progress through the various operating stages of the planned surgery. This resulted in a 35 minute delay in the surgery. The surgical team was able to resolve the issue by using sensors from another company. It was reported that there was no negative impact on patient outcome.

Manufacturer narrative:
Ndi will complete a follow-up report as soon as additional information becomes available.